Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain. It was noted that the implantable pulse generator (ipg) classified atrial tachycardia/atrial fibrillation (at/af) episodes as terminated probable due to blanked events. The ipg remains in use. No further patient complications have been reported as a result of this event.